Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. Based upon the information and picture from okr, omsc considered that the reported phenomenon was the materials used when manufacturing the subject device has come out because foreign materials black and powder like material. This is a phenomenon that cannot occur unless there was a failure on the subject device, but since there was a leak in the instrument channel, there was a perforation in the instrument channel, and the material entered through the perforation, may cause the phenomenon. Therefore, omsc considered that the reported phenomenon was attributed to the perforation inside the instrument channel. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that there was the foreign material in the channel mount. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.